Event description:
Dexcom cgm sensor became unstable with loss of data (not signal loss) with extremely low alerts with normal blood glucose finger stick information and then failed well before promised 10 days.

Event description:
Additional information received on 9/18/2023 for report number mw5145620 to change procode.